Event description:
It was reported that the patient's right ventricular lead exhibited over-sensing of an unspecified source. No intervention was performed. The patient was stable.

Event description:
Inew information received notes that the patient's right ventricular lead exhibited high capture threshold and over-sensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.